Event description:
A user facility biomedical technician (biomed) contacted fresenius and reported that an aquabplus hf3000 reverse osmosis (ro) system experienced a defective p1 pump (code f-04-51-04) during the t1 test. The ro system was placed into e1. There was no patient harm however the reported issue resulted in a delay in patient treatment of approximately 30 minutes which resumed following repair. No patients were sent home or to another clinic. During follow-up the biomed stated that thermal damage was identified during repair. The on/off switch was burned and required replacement along with an affected switch cable. The fuses were found to be in good condition. There were voltage fluctuations on the day of the event. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) contacted fresenius and reported that an aquabplus hf3000 reverse osmosis (ro) system experienced a defective p1 pump (B)(4) during the t1 test. The ro system was placed into e1. There was no patient harm however the reported issue resulted in a delay in patient treatment of approximately 30 minutes which resumed following repair. No patients were sent home or to another clinic. During follow-up the biomed stated that thermal damage was identified during repair. The on/off switch was burned and required replacement along with an affected switch cable. The fuses were found to be in good condition. There were voltage fluctuations on the day of the event. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for a physical evaluation. Machine files were provided although the sd card was found to be corrupted and information could not be obtained. The manufacturer was able to confirm the reported issue based on photographs provided by the customer. A bad electrical contact at the motor protection switch could be the cause of the reported issue. The motor protection switch at stage 2 was already replaced. To avoid reoccurrence it is recommended to replace the black connection wires against the improved design. A device history record (DHR) review was not required. The failure is a known issue and a CAPA has been opened to address it. Additionally, a review of the instructions for use (IFU) was not performed because the failure pattern was not user related. Based on the provided photo, the reported problem was able to be confirmed.